Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured the customer's weight was not provided.

Event description:
The customer performed comparison testing between two contour next meters and obtained readings of 508 mg/dl and 177 mg/dl within 4 minutes. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information associated with the event was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the contour next meters (serial # (B)(6) and serial # (B)(6)) for evaluation. The returned meter with serial # (B)(6) was not originally implicated to be associated with the event. In-house testing was performed using both returned meters and in-house contour next test strips, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next meter (serial # (B)(6)) and no manufacturing anomalies were found. Section h4 of the initial report indicated that the device manufacture date of the suspected contour next meter, serial # (B)(6) was 27-mar-2018. The correct device manufacture date is 05-jun-2018. Section h4 has been updated with this information.